Event description:
Lasik surgeon did not adequately inform of risk with lasik for larger pupil size. Underwent lasik surgery and due to limited treatment zone I now have permanent debilitating night vision problems.